Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported complaint that the device failed calibration ¿flow blocked¿ error message was confirmed via review of the screenshot provided by the facility; however, the issue was not replicated because the suspect device was not provided by the facility with the data obtained through emails, an investigation was conducted regarding the reported complaint. It was reported that during preventive maintenance being performed by a facility biomed, the pump module was unable to get past the patient side occlusion test, and an error message ¿flow blocked¿ would appear. This issue was confirmed by software engineering and can occur when both the pump module and pcu are first initialized together. Both devices will show on the device tree in asm, but sometimes the lvp motor will not operate. To prevent this issue, the pcu must establish a connection first in asm then attach the pump module and refresh asm to establish a connection on both the pump module and pcu. The alaris system is used for treatment purposes per 21 cfr 820.198(d)(2). Root cause: the root cause of the failed calibration ¿flow blocked¿ error message is attributed to a software issue. This issue can occur when the pump module and pcu are refreshed at the same time while connected to asm. In this situation it is likely that the module will display a ¿pump flow blocked¿ error when attempting to perform infusion-required tests like patient side occlusion.

Event description:
It was reported that during device calibration by the facility¿s biomed tech, the system maintenance displayed a message ¿(pump) flow blocked. Aborting task: patient side occlusion¿. The biomed tech reportedly shut off the system maintenance program and ran the pump with a different set. There was no occlusion alarms and no malfunctions noted. The biomed tech then ¿tried removing the module and putting it back on and that didn't work¿. This was reported to bd clinical practice consultant during their site visit. There was no patient involvement. Per report, the biomed tech did the following steps: power down the pcu, power it up in maintenance mode (power on + hold down tamper switch until you hear the device beep). Then, release the tamper switch, select proceed, then select external communication. Make sure pcu is connected to asm software and refresh (f5). This resolved the message, and the pm was able to complete on the 2 devices that failed.